Event description:
It was reported that medical intervention was required to remove a drainage catheter. A flexima ureteric drainage catheter was selected for use. The drainage catheter was successfully inserted, however, when the stabilizer needed to be removed, it became stuck. While attempting to remove the stabilizer, the entire drainage catheter stent was moving with it and the guidewire. The drainage catheter was stuck in situ, and the patient was sent to urology to have the drainage catheter removed and replaced with another drainage catheter, like nephroureteral.